Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute integrity drug eluting stents were implanted in the coronary artery - [rsint40038ux and rsint30030ux]. Post procedure, patient suffered myocardial infarction same day as procedure. Cec adjudicated event as myocardial infarction.